Manufacturer narrative:
Patient information requested, and all available information is included in sections.

Event description:
Facility reported 30mg of morphine infused in 1 minute. Order for morphine pca 1mg with a lockout of 10 minutes. Patient confused and found lying on the floor. Patient was not injured, did not require any treatment and did not require transfer to a higher level of care. Device event log was evaluated with results as follows: morphine overinfusion was confirmed and replicated. The cause of the event was found to be due to user programming. The event log indicates that the user selected the morphine "____mg/ _____ml" as a custom concentration selection, and programmed the device to infuse morphine with the concentration of 1 mg / 30 ml. The actual syringe concentration was 30mg/30ml. The programming that was done (1mg/30ml) resulted in the entire syringe being delivered as one dose. The customer was provided a summary of the event log review. Recommendation made to customer regarding providing refresher training to nursing staff.